Event description:
It was reported that at or about the time of initial interrogation during a scheduled device changeout, the device experienced two pors (power on resets). The device was then noted to be at eos (end of service) and there was difficulty in programming the device due to the low battery voltage. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Evaluation summary: preliminary analysis found the device in a no-telemetry and no-output condition. There was no data available to determine the device settings while it was implanted. However, the device was noted to have experienced normal battery depletion. Further analysis found that the no-telemetry and no-output condition was due to a severely depleted device battery. Nominal current drain was measured on the bench when the device was powered with an external supply. The device functioned nominally with regards to pacing output, lead impedance, regulated supplies, reference voltages and charge/delivery. Further analysis was performed on the battery cell. Two openings were found in the top edge of the anode separator enclosure in segment 2 with li (lithium) material protruding from the openings. The li material from one of the openings was touching the exposed cathode material near the base of the cathode tab. Based on this analysis, battery depletion was the result of an internal short from the deposited li material breaching the anode separator and subsequently contacting the cathode.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.